Manufacturer narrative:
The reported event could be confirmed. Based on investigation an exact root cause could not be determined. The device inspection revealed the following: we received a compression screw, advanced t2 humerus ø6x13.5 mm for evaluation. It was returned in an assembled mode with corresponding nail. The implants are marked with signs of implantation and explantation. The compression screw was found inserted in the proximal nail part. The functional test revealed that the compression screw could be completely inserted like specified. Dimensional examination of the compression screw revealed no deviations in the relevant undamaged areas. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. From technical point of view no discrepancies of the compression screw, advanced t2 humerus ø6x13.5 mm could be verified. IFU points out as following: adverse effects. In many instances, adverse results may be clinically related rather than device related. The following are the most frequent adverse effects involving the use of internal fracture fixation devices: delayed union or non-union of the fracture site. These devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient's activity level will dictate the longevity of the device. Conditions attributable to non-union, osteoporosis, osteomalicia, diabetes, inhibited revascularization and poor bone formation can cause loosening, bending, cracking, fracture of the device or premature loss of rigid fixation with the bone. Improper alignment can cause a mal-union of the bone and/or bending, cracking or even breakage of the device.

Event description:
The screw was backing out of the nail. Nail is still in the patient.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device remains implanted.

Event description:
The screw was backing out of the nail. Nail is still in the patient.